Event description:
It was reported that the patient only has cassettes on hand affected by recall. Patient is currently infusing with affected cassette. This is a continuous infusion. Set flow rate and volume delivered are unknown.

Manufacturer narrative:
No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.